Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "low audio/speaker volume low" was confirmed. Evaluation opened the case halves and discovered that the speaker has become dislodged causing lower audio levels. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low audio/speaker volume low found in the biomedical service department. There was no patient involvement. No additional information is available.